Manufacturer narrative:
Device 4 of 6. E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record revision results: lot 3f02094 was manufactured on 06/19/2023, in bodolay line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 4/5/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4) . Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical nonconformance review: on 05/apr/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ defect for the lot number 3f02094 and as result, no nonconformance / CAPA (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Defect rate analysis: there have only been 14 defective parts confirmed to date from a lot size (B)(4) products. This represents a defect rate of only (B)(4) , which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our procedure. In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an aql of (B)(4) . Importantly to date, it is well within our accepted aql level for this type of failure mode or defect. Conclusions: as photographs were available for this complaint issue, they were evaluated and as a result, the reported malfunction for the observed product was confirmed, however, after performing the defect rate analysis for this issue, it was observed that the quantity of reportedly affected products is within the appropriate aql for this defect. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The distributor reported that black dots were found on dressings. The product was not used by patient. The photographs depicting the issue were received from the complainant.